Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the coupling head did not function properly, the attachment gauge jammed, the device was loud while running and functioned intermittently in the oscillation mode. Therefore, the reported condition was confirmed. It was noted that the coupling head components were worn and the electronic control unit did not function properly. The assignable root cause was determined to be due to wear on components from repeated sterilization and use over time. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported that during an unspecified surgical procedure, it was observed that the small battery drive device was not spinning properly and was making a loud noise. There were no delays in the surgical procedure as an identical spare device was available for use to complete the surgery successfully. There was patient involvement reported. There were no injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.